Event description:
Reporter alleged discrepant blood glucose values of 262 mg/dl back to back with a result of 126 mg/dl when testing was performed a few minutes apart on the advantage system. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.